Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veterinary syringe luer-lok¿ tip needle broke off the hub during use when the nurse went to pull off the cap. The following information was provided by the initial reporter: "they have had "a handful" of issues with needles breaking off of the needle hub of product ref #: 305662 / lot #: 9199699. She states her nurses are "going to pull the cap off of the needle and the needle itself is breaking off of the needle hub. The hub is still attached and the needle is stuck inside the cap. She didn't know an occurrence date, just a handful of times between (B)(6) 2020)."

Manufacturer narrative:
Investigation: two 3ml syringes with needles in opened blister packs from batch 9199699 (p/n 305662) were received and evaluated. It was observed in both samples the hubs were twisted and broken. One part of the hub remained attached to the syringe and one part was loose and stuck inside the shield. The broken hub was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the broken hub defect is associated with the assembly process.

Event description:
It was reported that the bd veterinary syringe luer-lok¿ tip needle broke off the hub during use when the nurse went to pull off the cap. The following information was provided by the initial reporter: "they have had "a handful" of issues with needles breaking off of the needle hub of product ref #: 305662 / lot #: 9199699. She states her nurses are "going to pull the cap off of the needle and the needle itself is breaking off of the needle hub. The hub is still attached and the needle is stuck inside the cap. She didn't know an occurrence date, just a handful of times between (B)(6) 2020)."